Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the distal shaft polymer extrusion and corewire were kinked at various locations along their lengths. An examination of the crimped stent identified that the mid to distal end of the stent was stretched and misaligned. The damage to the stent is consistent with the stent being pulled distally on the balloon. This resulted in the stent stretching out past the distal tip section of the delivery device. However, the stent was still secured on the balloon. An examination of the balloon found no anomalies. The balloon did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 24x2.25mm liberte bare stent delivery system (sds) was removed from the packaging hoop and it was noted that the stent was not on the balloon. The stent was found in the package and was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent dislodgement occurred. The 24x2.25mm liberte bare stent delivery system (sds) was removed from the packaging hoop and it was noted that the stent was not on the balloon. The stent was found in the package and was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient's status is stable.